Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the sterling catheter was received with no original packaging or other devices. The balloon protector was returned on the shaft adjacent to the strain relief. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 15mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a pinhole rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-calcified and moderately tortuous forearm. A non-bsc guidewire was advanced to the lesion followed by a 5.0mmx40mmx40cm (4f) sterling balloon catheter for dilation. The device was inflated twice, 1st inflation is at 6 atmospheres then ruptured on the 2nd at 14 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.